Event description:
During baxter's functional testing, a spectrum pump failed to display the air in line message, when there was air in the line. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to failing to alarm for air in line, which was not reproduced during the evaluation. The pump passed air detection testing at various rates. The upstream sensor will be calibrated to ensure proper detection capabilities.